Event description:
It was reported by a customer on (B)(6) 2011, that at the beginning of the procedure errors 330 and 652 occurred. Per the customer, the procedure was aborted as the errors would not clear. No pt injury was reported. American medical systems technical support confirmed with the customer that water was full in the laser and that the chiller fan was coming on. The customer confirmed that the chiller was coming on but still received the same errors. Per the customer, the laser was shut off/on and was unable to clear the errors.